Event description:
It was reported that during a stent placement procedure in the external iliac artery stenosis via left common femoral artery access, the stent was unable to be deployed during operation. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation and the stent was found partially deployed. The condition of the sample confirms that the deployment mechanism was not in use. Photos were provided for review. Provided photos shows the safety clip still well placed on the handle, the slider is at the distal end position and the stent is partially deployed. The received sample was exactly as shown in the provided photos which leads to confirmed results for premature stent deployment. It was reported that a 0.035" guidewire / 6f introducer were used for access, the tracking vessel was not tortuous but calcified, the lesion was pre-dilated and there was no noticeable damage to the device prior to use. Though the customer reported that this device failed to deploy, but based on the provided photos and the returned sample, the device seemed not to have been activated with attached safety clip. Based on available information and evaluation of the returned sample, the investigation is closed with confirmed results premature activation. A definite root cause of the reported incident can not be identified. Labeling review: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. With regards to general warnings, the instructions for use states that "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding general directions, the instructions for use states "pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". Regarding accessories, the instructions for use states "the bard s.a.f.e.r 6f delivery system requires a minimum 8f guiding catheter or a minimum 6f introducer sheath" also "via the femoral route, insert a 0.035¿ (0.89 mm) guide wire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guide wire. The instructions for use states "a removable red safety clip prevents accidental or premature stent release. Do not remove the safety clip until you are ready to deploy the stent. Just prior to deploying the stent, the safety clip must be removed by pressing the two red tabs together and removing the clip from the grip". H10: d4 (expiry date: 10/2025), g3. H11: h6 (device, method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, an image and photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2025) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return

Event description:
It was reported that during a stent placement procedure in the external iliac artery stenosis via left common femoral artery access, the stent was unable to be deployed during operation. There was no reported patient injury.